Event description:
Patient was implanted on (B)(6) 2011. Nail was dynamized on (B)(6) 2011. It is reported that patient fracture is slow to heal due to heavy smoking. Patient presented to surgeon on unknown date complaining of pain. X-rays taken on unknown date revealed broken nail. Patient was returned to or on (B)(6) 2012 for removal of all hardware. Patient was temporarily implanted with antibiotic cement nail. Surgeon will re-evaluate patient on (B)(6) 2012 for possible plate implant.

Manufacturer narrative:
Device not returned for evaluation. Device history record review performed, no complaint-related issues were noted.